Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there were short draws and hemolized samples.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation underfill through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Additionally, hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation for underfill through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Based on the severity and occurrence of the reported condition, hemolysis, there will be no further actions. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation for underfill through a CAPA to identify the potential root cause(s). Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there were short draws and hemolized samples